Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, the cause of the device issue was faulty switching regulator. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the 4k uhd lcd monitor exhibited faulty switching regulator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.